Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a patient data alert. Rhythmcare then recommended device replacement. This device was subsequently explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a patient data alert. Rhythmcare then recommended device replacement. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. High powered visual inspection of the header noted no anomalies. A diagnostic device download was performed; there were no suspicious system errors. The template lost (tl) and power supply (ps) errors had been cleared prior to the device being returned. The battery case was removed to facilitate inspection of the internal components. High powered visual inspection of the flex circuit on top of the hv capacitors noted that some of the connections had cracked solder joints. Analysis confirmed the cause of the errors was due to the cracked solder joints on the hv capacitor.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a patient data alert. Rhythmcare then recommended device replacement. This device was subsequently explanted. No additional adverse patient effects were reported.